Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), fatigue ("fatigue"), nausea ("nausea"), tooth disorder ("dental probs"), dysuria ("painful to urinate"), abdominal distension ("bloating") and hypoaesthesia ("legs go numb"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the menorrhagia, dyspareunia, alopecia, headache, migraine, fatigue, nausea, tooth disorder, dysuria, abdominal distension and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, dysuria, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), migraine, headaches, nausea, hair loss, fatigue, dental probs, painful to urinate, bloating and legs go numb. Essure removal details was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.